Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with a low followed by overtreatment of carbohydrates and subsequent hyperglycemia, including a highest reading of 340 mg/dl with prolonged elevation and device alerts for sustained high glucose; the user did not use backup therapy or perform ketone testing, and troubleshooting and education on the 15/15 rule were provided. Symptoms included feeling faint and numbness in the thigh, as well as irritability. Outcomes included transient hypoglycemia and hyperglycemia without professional medical intervention or assistance. Investigation included complaint handling, user interview, and troubleshooting with education on appropriate carbohydrate treatment for lows. Investigation of this case revealed no device malfunction reported and suggested user management of hypoglycemia likely contributed to rebound hyperglycemia, with the cause of the hypoglycemia and subsequent variability remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and consistent with cause unclear.